Event description:
Right lobectomy procedure. Ralc45 dlu unit calibrated, opened/closed without difficulty, got into firing range and was fired. Pc read "firing complete" message. There were malformed staples observed and a leak developed. Clips were applied to bolster the area where the staples appeared to be straight.